Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a lab comparative. Reporter stated meter read 441 mg/dl and lab measured 194 mg/dl performed at the same time. Reporter indicated no test strip or control info was available and there was no treatment info provided either. A request was made for the return of the suspect product and replacement product was sent.